Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of approximately 500 mg/dl. Reportedly, the user's body went numb and the user notices that their feet were purple for unknown reasons. The user was treated with intravenous drip of insulin and fluids. Reportedly, the user suspected that the pump or supplies were the reason for the hospitalization. However, the user did not provide a reason. The user was released from the hospital the same day.